Event description:
See also manufacturer report 3004209178200806958. The pt had a lead revision in '08. She felt stimulation and had symptom relief for six days, following the surgery. Then the pt's programmer displayed a power-on-reset condition. Every time she ties to use the programmer, it leads power-on-reset. Further info is being requested from the hcp.